Manufacturer narrative:
Information was added to b5, d4 (serial number), h4, and h6. Correction to h6 (component code). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and because the device was not returned, a definitive root cause for the event reported could not be determined. The technical assistance center (tac) followed up with the customer who confirmed that the monitor went completely black. The customer changed the video cable and resolved the issue. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic esophagogastroduodenoscopy (egd)/colonoscopy which caused a delay of several minutes with the patient under moderate sedation. The procedure was completed with the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the video system center had intermittent video loss. There were no reports of patient harm.